Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) inspected the system onsite and confirmed that the system had an intermittent x-ray problem. The fse checked the q1 and q2 test tank errors. The test errors were transferred from q1 to q2 but still the issue persisted as the q1 was found defective. The fse replaced the q1 and restored the ghost system to resolve the issue. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura system has an intermittent x-ray problem. The device was in clinical use. No patient or user harm was reported. Philips has started an investigation of this complaint.